Manufacturer narrative:
The reported event could be confirmed, based on available CT scans and medical expert assessment. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed "there is radiolucence and smaller cysts specifically around the pegs. Therefore loosening can be confirmed. No clear sign of migration. The pe is not separated from the tibial component. There is no indirect sign of loosening or fracture. There is a little radiolucence around the talar component. It is possibly loosened as well. However, x-ray and further clinical information would be necessary to confirm this." Based on investigation, the root cause was attributed to a patient related issue. The failure was caused by weak bone substance and mechanical overload. This is indicated by the appearance of the radiolucence and small cysts around tibial component. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both the tibial and talar components due to pain and loose tibial tray.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both the tibial and talar components due to pain and loose tibial tray.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. H3 other text : device remains implanted in patient.